Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had been non-compliant and had not been followed for over two years. Battery capacity depleted was reached two months ago. Device interrogation revealed a code 1007 indicating that the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. The device was explanted, and a significant infection was discovered in the pocket. No additional adverse patient effects were reported.